Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by getinge field service engineer that during use of getinge sensation plus intra aortic balloon, the system alarmed low vacuum, system failure and electrical code 52. The pump was replaced with another cs300pump. This is done with minimal downtime of less than a minute. There was no injury reported. The blood back was identified during the repair of pump.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : g2 (report source).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, e2, e3, e4, e1 (initial reporter and event site email), h6 (medical device problem code). The UDI is incomplete due to the unknown serial and lot number. No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse called through the esp line to report system failure, low vacuum and electrical test failure. Initially the nurse performed a power cycle, after which the console resumed normal operation. The sequence of alarms was unclear, and downtime was minimal. No patient information was disclosed, as patient status remained unchanged. (B)(6) agreed to obtain a replacement pump to continue therapy. Later on, she called back to transfer therapy to another cs300 unit. The transfer was completed with less than one minute of downtime. A complaint was initiated, and service was requested for the malfunctioning console. Based on the description, the cs300 console experienced a temporary malfunction likely due to an intermittent electrical fault, as indicated by code #52 (electrical test failure) and low vacuum/system failure alarms. The issue resolved temporarily after a power cycle. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported during use of getinge sensation plus intra aortic balloon, the system alarmed low vacuum, system failure and electrical code 52. The pump was replaced with another cs300pump. This is done with minimal downtime of less than a minute. There was no injury reported. The blood back was identified during the repair of pump.